Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up, session records revealed extended charge time from delivered therapy. In-clinic measurements returned normal capacitor charge times. The cause of the long charge times was possible battery drop. No intervention will be completed. No patient symptoms were detected.